Event description:
It was reported that this implantable device was explanted and replaced due to reaching elective replacement indicator (eri) sooner than expected. No additional adverse patient effects were reported. This device is expected for return.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that this implantable device was explanted and replaced for suspicion of premature battery depletion behavior and reached elective replacement indicator (eri) sooner than expected. No additional adverse patient effects were reported. This device was received for analysis.

Event description:
It was reported that this implantable device was explanted and replaced for suspicion of premature battery depletion behavior. Interrogation of the device found that it had reached elective replacement indicator (eri). No adverse patient effects were reported. This device was received for analysis. Additional information: after further investigation, it was determined that this device was prophylactically explanted due to this device being included in the advisory population. The device reached eri and was replaced, which is normal. There was no reported allegation against this device.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.